Manufacturer narrative:
The customer's glidescope titanium lopro t3 reusable laryngoscope was replaced and the reported device was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device and was able to confirm the reported poor image quality. During the evaluation, it was noted that the blade lens was scratched, the sealant was damaged and there were signs of fluid ingress. The blade produced blurry/poor image quality when connected to test monitors. The camera image quality test was performed and failed for the glidescope titanium lopro t3 reusable laryngoscope. Since the customer was already provided a replacement glidescope titanium lopro t3 reusable laryngoscope and there are no repairs available for this device, the returned device was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope titanium lopro t3 reusable laryngoscope, the image on the screen was blurry and they could not see anything at all. The procedure was completed using a glidescope titanium lopro t4 reusable laryngoscope, which was immediately available. No delay in the procedure or harm to the patient or user was reported.